Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced low speed advisory events and a pump off alarm. Data log files reviewed by the manufacturer's technical services confirmed momentary low speed events with one pump motor stop/pump off event when tethered on a grounded patient cable. The system controller was replaced with another system controller. The patient was asymptomatic at the time of the event. The patient will be monitored for reoccurrence. No subsequent events have been reported.

Manufacturer narrative:
The report of low speed events and pump off alarm was confirmed through the log file analysis. A data log file retrieved from the returned system controller (serial number (B)(4)) contained approximately 6 days of data (dated (B)(6) 2015 - (B)(6) 2015, according to the timestamp). On (B)(6) 2015 log captured multiple events of pump speed falling below the low speed limit and each time the controller responded as designed. At 9:16pm on (B)(6) 2015 the log captured pump speed falling below the low speed limit followed by a motor stop event. Flow was typically in the 3.8-8.1lpm range and the pulse index was in the 6.5-8.9 range. The returned system controller passed functional testing using thoratec's laboratory equipment and was able to support a mock circulatory loop for an extended period of time without any issues. Atypical pump stops were not observed nor reproduced. The controller was found to function as intended during the investigation. A root cause for the system stop event recorded in the log file was unable to be determined. Similar instances have been identified; thoratec has initiated a corrective and preventive action to investigate this issue further.

Manufacturer narrative:
Approximate age of device: 6 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.